Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a mandibular fracture surgery was performed on (B)(6) 2014. Intra-operatively, the surgeon attempted to use a 2.0mm mandible locking plate bender/cutter to bend a 2.4mm titanium limited contact dynamic compression plate at the back table when the tip of the bender/cutter broke. The tip was retrieved. The surgeon used a bigger size bender/cutter and was able to bend the same plate. The plate was used in the patient. The surgery was successfully completed without patient harm or surgical delay. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A device history review was conducted. The report indicates that the device history record review could not be performed as the records could not be identified. The device is over 9 years old. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.